Manufacturer narrative:
Date of event is estimated. The event of system explant due to ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2021-01236, 1627487-2021-01237, 1627487-2021-01239, 1627487-2021-01240. It was reported that the patient experienced ineffective therapy from their drg system despite reprogramming and confirming good pain map coverage. In turn, the patient underwent surgical intervention wherein the system was removed. Note: since it is not known which device contributed to the issue, all possible devices are being reported on.